Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump battery could not be charged, leading to the pump shutting off. Customer¿s blood glucose level was 504 mg/dl with trace ketones. A correction bolus was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy until a replacement pump arrived.